Event description:
It was reported that externalized conductors were observed. The asymptomatic patient presented in the operating room for generator change surgery unrelated to the lead. Variation in pacing lead impedance and variation in capture threshold were observed. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).